Event description:
It was reported that during the implant procedure the stylet would not fully advance in the atrial lead; two different stylet were tried and both would not advance all the way down the lead. The lead was not used and a new lead was implanted. The procedure was completed successfully without any adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.